Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at pre-implant, the device battery was checked to ensure it was at pre-implant setting which it was. At post-operative check in the holding area, the device was checked again and resulted in a battery gray bar. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.